Manufacturer narrative:
H10: the reported issue that the device broke was not confirmed through the service repair process. However, the service repair process identified that the device was returned to convert to loaner. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. Service determined the proximate cause for the rear case replacement is the result of wear, service determined the proximate cause for the door replacement is the result of wear. Service determined the keypad assembly replacement is the result of delamination. Service determined the proximate cause of the bezel assembly replacement is due to the being recall affected. There was no reported patient involvement. This device is used for therapeutic purposes.

Event description:
It was reported that device brok (broken/damaged).

Manufacturer narrative:
The preventative maintenance was performed. It was determined the proximate cause for the rear case replacement is the result of wear. It was determined the proximate cause for the door with keypad assembly replacement is the result of delamination/wear. It was determined the proximate cause of the bezel assembly replacement is due to the device being recall affected.

Event description:
The device was damaged.